Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support provided the caller with pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction recurred, and they acknowledged this advice.